Event description:
Related to MFR report# 2183959-2011-00731. A perigee graft was implanted. It was reported that the pt experienced pain and suffering, has sustained permanent injury, and will likely require revision procedures in the future.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.